Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) found that the reported event was related to an electrical issue. The component did not pass bench testing. When returned the ups did not power on with returned batteries. Install f.a test batteries, ups powered on. Charge f.a batteries for at least 6 hrs. Perform 5 min load test. Failed load test 0 min, 0 sec. The ups powered on after charging f.a batteries. When the load tester was applied to the ups the ups shut down. The ups was not charging the batteries. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that power was being applied to the uninterruptible power supply (ups), however the ups would not turn on or power any other components. Replaced the ups and tested the system. The system passed all tests and was returned to service. A full imaging system check-out was completed following part replacement. And all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on. It was reported that the line power light was illuminated and the image acquisition system (ias) was charging. However, it did not appear that the mvs computer, printer, and cd drive were receiving power. There was no patient present when this issue was identified.